Event description:
The customer reported being in the emergency room due to low blood glucose of 34mg/dl. The caller stated that he went to the grocery store after dinner and he fainted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.